Event description:
The event description received from the voluntary medwatch form is as follows: the case was a craniotomy which was done in 2008. Intra-operatively after the application of the mayfield headrest, it slipped out of position from the patient's head. The patient was not injured, and the appliance was replaced with another mayfield headrest. Additional information requested from the facility.

Manufacturer narrative:
The device involved in the reported incident has been sent for evaluation. An investigation has been initiated based on the reported information.